Event description:
It was reported that pump displayed a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump with backup plan in place while technical support arranged replacement pump.